Event description:
It was reported that an alert was triggered due to oversensing on the left ventricular (lv) lead. The lv lead was confirmed to be electrically fractured and was capped. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.